Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system failed to power on after a third-party company performed preventive maintenance, during which they removed the single-phase ups. Upon troubleshooting fse found that the issue due to the blown fuse in the input power l1 circuit to the ups. The fse also confirmed that the in-house biomed had been conducting preventive maintenance, during which the unit was vacuumed while powered on, leading to a short circuit. To resolve this issue, fse bypass the faulty ups and replace blown fuse in the l1 circuit. The system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the customer was unable to power on the system. The system was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.